Event description:
Event description guidant received information that during the implant procedure, this lead displayed impedance measurements greater than 4000 ohms in the bipolar configuration on a competitor's pacing system analyzer (psa). Impedance measurements in the unipolar configuration were 400 ohms.